Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was explanted and replaced due to noise. The patient was pacemaker dependent. The patient was asymptomatic and stable during and after the procedure.